Event description:
It was reported that the stimulator was repositioned in 2007. The pt has now developed a "hole" at the neurostimulator pocket site. The site was draining clear drainage. The pt reported no infection and denied any fever or chills. The pt also reported no loss of therapeutic effect. Additional information rec'd reported redness at the pocket site. The pt reported a possible reaction to the device or the pouch that was put around the device. The device was scheduled to be explanted.

Manufacturer narrative:
.